Manufacturer narrative:
Product analysis: analysis was able to confirm that the radiofrequency head connector was damaged. Analysis also noted that the radiofrequency head had internal corrosion and failed incoming tests. The radiofrequency head was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency head connector was bent. The radiofrequency head was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.